Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead impedance and thresholds were out of range. An x-ray revealed that the lead dislodged. The lead was replaced.